Event description:
Complaint reporter indicated the following via e-mail on 15-march-2022: "the needle safety doesn't click into place reliably." Three (3) lot numbers were identified by the reporting site as defective. The event dates for the reported lot numbers are unknown.

Manufacturer narrative:
Mckesson medical-surgical, inc. Is the assembler of convenience kits that can contain the device from the manufacturer identified. The item ref # and lot # reported and identified has been confirmed as having been used in the assembly of convenience kits supplied by mckesson medical-surgical, inc.. We have notified (B)(6) for awareness.